Event description:
Enseal large jaw repeatedly gave an error message that it had exceeded maximum number of uses and needed to be replaced. We tried turning the harmonic generator off and back on, but still had an error. We then tried a different harmonic generator, but had the same results. We replaced the enseal large jaw and had no further issues and no harm came to the patient.